Event description:
A nurse was trying to take the hip retractor off of the maquet yuno table after a surgery. The white sleeves which line the inside of the hip retractor holder broke and the nurse received a small cut through her gloves by a sharp edge of the brittle plastic sleeve. The nurse went to the ed for follow up treatment.we contacted maquet to buy new plastic sleeve liners for the retractor holder. We were told maquet recently redesigned the holder and discontinued the parts for our retractor holder. We purchased the table and attachments 1.5 years ago. Maquet provided a quote of $6,000 to replace the holder.====================== manufacturer response for hip retractor holder, maquet (per site reporter).====================== maquet stated that they do not make replacement parts for our retractor holder. Our retractor was discontinued and replaced with a redesigned. We will have to buy a new holder for $6000 if we want it fixed.no information was provided as to why there was a redesign. The table was purchased approximately 1.5 years ago.